Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was evaluated under 100x magnification and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the burr device could not be attached to the motor and attachment devices. There were no delays to the surgical procedure as a spare device was available for use. The spare device was used to complete the surgery. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that there was no alleged malfunction against the motor and attachment devices. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: there was no contact phone number provided. The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.